Manufacturer narrative:
The unit had a partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement. Unable to perform the displacement test and occlusion test due to missing retainer. Insulin pump was programmed with a test sensor and the glucose sensor simulator. Insulin pump communicated properly with glucose sensor simulator and displayed the calibrate now message properly after completion of the warm up. Insulin pump displayed the programmed value 7.0 mmol/l properly on the display graph and was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 2.7 mmol/l value properly from glucose meter. No unexpected rf communication anomalies were noted. Insulin pump was received with scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that they had issues with the transmitter. They have not been able to connect the blood glucose meter nor the new transmitter to the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.